Event description:
A customer obtained an erroneously elevated troponin (accu tni) result on one patient sample. Upon repeat testing the results were in the normal reference range. One sample from this patient was tested on a different instrument and obtained result were in the normal reference range. The result was reported out of the lab. The patient was admitted for observation only. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples are collected in sst tubes and centrifuged for 3 minutes. The sample appearance was normal. Qc was within the customer's established ranges. No errors were posted to the event log. A field service engineer (fse) was dispatched: per fse the customer performed weekly maintenance and a system check. A precision run with the low accutni qc met specifications. No hardware issues were noted. No definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.